Event description:
It was reported that a one-link power injectable microbore catheter extension set leaked approximately ten droplets of blood. This occurred after drawing blood when the nurse disconnected a syringe from the one link valve. There was patient involvement; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. The sample was not returned for evaluation; therefore, the customer reported condition was not confirmed, and the root cause was not identified.